Manufacturer narrative:
A sample has been received and in-house testing is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the water was unable to flow through the product during cataract surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. No further info is expected for this case.